Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window.

Event description:
The customer's spouse reported via phone call that the insulin pump seemed as though it was not delivering insulin and experienced a keypad anomaly. The caller did not know the blood glucose reading. The caller stated that the act button was very firm and hard to press during priming. The caller stated that this issue had been present since january but had refused to have the device replaced previously. The caller did not observe any significant events leading to the keypad issues. The customer's spouse requested replacement of the insulin pump and declined troubleshooting assistance. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.